Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on the leads following a lead replacement procedure (3006630150-2021-07282). The patient underwent a procedure wherein the leads were removed. The explanted leads were discarded by the medical facility and will not be returned.